Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Complaint about emptying home lox vessel. After filling of the stroller the qdv valve could not close and the home lox vessel was emptying. The vessel is sent to (B)(4) but the stroller is left at patient's home. The patient is not new and has used this product before. The same event has happened for the same patient approx. 3 weeks earlier. The patient has used this product since (B)(6) 2015 and has changed to side fill vessel from (B)(6) 2016.

Manufacturer narrative:
The unit was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.